Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an instance of far field r wave oversensing. Technical services (ts) advised on programming enhancements. No adverse patient effects were reported. This device remains in service.